Event description:
On (B)(6) 2012, the patient contacted lifescan (lfs) (B)(4) alleging that the onetouch ultra2 meter is giving inaccurate back to back readings of "14.2 and 8.9 mmol/l." The patient manages her diabetes with oral medication, diet, and exercise. On (B)(6) 2012, the patient obtained the reported blood glucose readings. Based on the reported meter reading, she did not take any action. Within 10 minutes of obtaining readings of "14.2 and 8.9 mmol/l" the patient reportedly was feeling "shaky." There was no required medical intervention at the time of concern. During troubleshooting, the patient claimed the aforementioned back to back readings were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. The test strips were in good condition and within the discard date. The patient did not have any control solution to perform a test. This complaint is being reported because the patient developed symptoms that can be suggestive of hypoglycemia while using the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k #k053529.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint have been returned respectively on (B)(4) 2012 and (B)(4) 2012. On (B)(4) 2012 product analysis (pa) evaluated the meter and no faults were found; the meter passed testing. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips involved with this complaint was evaluated on (B)(4) 2012 and the primary complaint was not confirmed; however, a secondary issue was noted while testing with control solution an error 5 message was observed. The retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.